Event description:
Litigation papers allege after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner in her right hip implant caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. It is also alleged patient has experienced severe pain and discomfort, including aching in the right hip area, and a feeling that the hip is weak and going to give out. It is also alleged she has experienced sharp pains in her groin, buttock, and thigh area. It is also alleged she has had difficulty in walking and climbing stairs. It is further alleged patient will undergo a revision surgery in the future to have the right pinnacle device removed and replaced with another implant.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.